Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what firing did the event occur? How much blood was loss (ml)? How was the bleeding controlled? Did the patient receive a transfusion? If yes, how many units were given? How was the procedure completed? What is the current status of the patient? What is the lot/batch number for the ats45? Are the ats45 and tr45w available for return?

Event description:
It was reported that during a laparoscopic nephrectomy, during an unknown firing the device cut and did not staple. There was bleeding. The amount of blood loss is unknown. It is unknown how the bleeding was controlled. It is unknown if the patient received a transfusion. It is unknown how the case was completed. No patient consequences were reported.